Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation, revealed a crack in the battery compartment. Evaluation also revealed that the display was dim with discolored text. Unrelated to this issue, investigation revealed that the audio bolus button cover was missing from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. Evaluation also revealed that the display was dim with discolored text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.